Manufacturer narrative:
Device evaluated by MFR.: f/g, promus element plus,mr,ous 2.25x24mm stent delivery system (sds) was returned for analysis without a stent. Stent separated from sds. The balloon was reviewed. There was no stent on the balloon. The balloon folds were present but were not tightly wrapped; it did not appear that the balloon had been subjected to positive pressure. Crimp markings were evident on the balloon indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found that a portion of the mid-shaft section appeared stretched and twisted for 9mm distal of the hypotube/mid-shaft bond site. Contrast medium evident inside lumen. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The target lesion was located in the mildy tortuous and non-calcified obtuse marginal branch segment (om). A 2.25x24mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent dislodged in the coronary artery upon deployment and migrated to the radial artery. The stent was not able to be retrieved. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The target lesion was located in the mildly tortuous and non-calcified obtuse marginal branch segment (om). A 2.25 x 24 mm promus element plus drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent dislodged in the coronary artery upon deployment and migrated to the radial artery. The stent was not able to be retrieved. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.